Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call to have received a button error alarm. Customer was advised that button error alarm may have been caused by wearing insulin pump against the skin while sweating. Customer requested assistance in setting up new insulin pump and reports of receiving two spanish anomaly alarms, an unexpected restart alarm, a battery out limit alarm and a signal too low alarm. Customer was educated on the meaning of those alarms and was assisted in programming new insulin pump. Customer's blood glucose was 150 mg/dl.